Manufacturer narrative:
Unit was received with blank display due to faulty mother board. Unit was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump had a blank display. The display was blank at the time of call. The battery cap was damaged or corroded. The anomaly persisted after the battery was changed. Customer's blood glucose level was 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.